Event description:
The report received from the affiliate indicated that while preparing for a percutaneous coronary intervention (pci), the luer hub of the cypher select plus 2.75 x 33 mm stent was noted to be cracked while flushing the device. There were no anomalies noted upon inspection of the product when the device was removed from the packaging. The device was not pulled from the packaging by luer hub. The product was prepped properly according to the instructions for use (IFU). The product was not clinically used in the patient. There was no reported patient injury. No additional information was available.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.